Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that there was a lead warning for low impedance on the right ventricular (rv) lead. It was questioned why the low impedance reading was not captured in the chronic lead trend. The lead was capped and replaced. No patient complications have been reported as a result of this event.